Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker hip.this event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
As per legal correspondence, patient has retained an attorney regarding injuries and damages sustained as a result of a defective implant provided in an operative event at (B)(6) on (B)(6), 2011. The hip replacement hardware was removed and found to be corroded in an operative event on (B)(6), 2013.

Event description:
As per legal correspondence, patient has retained an attorney regarding injuries and damages sustained as a result of a defective implant provided in an operative event at (B)(6) on (B)(6) 2011. The hip replacement hardware was removed and found to be corroded in an operative event on (B)(6) 2013.

Manufacturer narrative:
Initial MDR was mistakenly submitted to FDA through normal electronic filing. This MDR will be resubmitted via a (B)(4) report as part of the requirement of (B)(4).